Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor had no power in the colibri device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Brand name was incorrectly documented as colibri in the initial report. The product brand name has been updated to colibri ii. The product catalog number was incorrectly documented as 532.001 in the initial report. The product brand name has been updated to 532.101. The manufacturer city was inadvertently documented as (b)(4. The city has been corrected from (b)(4. Contact office - name/address has been updated accordingly to reflect the corrected manufacturing facility. The device manufacture date was incorrectly documented as the initially reported device catalog number was incorrect. The device manufacture date has been updated from jun 9, 2005 to feb 13, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.